Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) device presented to the hospital emergency room due to fatigue. As a result, a device evaluation was performed. The rv pacing, sensing and threshold measurements were within normal levels. The shocking impedance measurements were greater than 125 ohms in all vectors. Review of patient data indicated the patient received a shock one week prior. At that time, the shock lead impedance was normal and no noise was noted on the lead. Also, non-sustained ventricular tachycardia detections were stored. Technical services was consulted, troubleshooting was performed, and possible causes for the out of range measurements were discussed. Potential options to evaluate the system were reviewed and the field representative consulted with the physician. An invasive revision procedure was performed and the setscrew appeared to be in the correct position. Upon re-insertion of the defibrillation leads the setscrew would not engage. As a result, the crt-d was explanted and replaced. No further issues were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.